Event description:
Related manufacturer reference number: 2017865-2022-41536. It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination, it was noted that the implantable cardioverter defibrillator (ICD) had noise after delivering inappropriate shock. The noise was noted on the right atrial (ra) lead. No programming changes were made. The patient will be monitored going forward. The patient was in stable condition throughout.